Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
Follow up information obtained identified surgery did take place as planned. The patient's generator was repositioned from the flank to the abdomen.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was experiencing pain at the implantable pulse generator (ipg) site when sitting for longer periods. She experienced pain when touching one edge of the ipg. Surgical intervention to reposition the ipg from the flank into the abdomen is planned.